Event description:
It was reported the device was explanted approximately after implant duration of 58 months, due to mitral stenosis. Information learned from the operative report.

Manufacturer narrative:
Device not returned.